Event description:
It was reported that during a check it was noted that the left ventricular (lv) lead thresholds had increased and were high. It was also reported that the patient experienced phrenic nerve stimulation. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm ICD, implanted: (B)(6) 2012. A 6947m lead implanted: (B)(6) 2012. (B)(4).